Manufacturer narrative:
The volumetric accuracy tests were performed and pump infused within +/-5% specification. The complaint could not be confirmed.

Event description:
On (B)(6) 2013, a tpn infusion of 1160 ml started in the evening and the mother of the pt found the bag still full in the next day morning due to the pt was crying off and on throughout the night. The pump showed 2.3 ml was infused. There wasn't any alarm noted on the pump. The usual infusion is set to start at 10:00 pm ot 8:00 am. Bag volume: 1160 ml, vol tbi: 1140, inr rate: 103.6, up ramp: 1:00, dn ramp: 1:00, tot time: 12:00, kvo: 0. On 05/07/2013, the mother took the pt to the emergency room (ER) as instructed by the home care provider. The provider's nurse mgr provided the clinical testing results as follows: the blood test was performed and normal saline 200 ml bolus administered IV and tpn infusion started. The blood sugar was 301 and then the serial blood sugar test was performed until it normalized. Electrolytes levels were tested but the results are not available. The diagnosis in the ER was "no worsening of clinical condition or diabetes", blood sugar elevation probably due to stress. The report also states that there is no change in the pt medical condition after the follow up.